Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a25d. Device evaluation summary: the analysis results found that the cdh21a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. However, the washer was noted to have nicks. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic high anterior resection, the feedback of grasping the firing handle was lower than usual and the breaking sound of the washer was lighter than usual during use. The device was used for dst anastomosis between colon and rectum. Then, the tissue was checked via the monitor screen, and it was found that the deployed staples were unformed. The firing handle was fully grasped at the firing. The device was removed from the patient while the surgeon felt uncomfortable "feeling like something was caught in." Additional cut was performed on the oral side and the anus side of the intestinal tract. Another cdh21a was used to complete the case. There were no adverse consequences to the patient.